Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The foot section would not stay raised and would slowly lower down after being raised.